Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for unknown reasons.

Event description:
A report was received that the patient will undergo an ipg replacement procedure per physician's preference.